Event description:
It was reported that a pump did not deliver levophed to a pt. The medication was increased to .45mcg/kg/min and a one liter bolus of normal saline was delivered to the pt. When the pump signaled the infusion was complete, the bag of levophed was completely full.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.